Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy by -11.60 percent. This occurred while testing.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy issue was unable to be replicated by analysts. The expulsor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.